Event description:
Healthcare professional reported injecting a patient with juvéderm® volux¿ xc. Two weeks post-injection, patient developed "extreme swelling along the jawline" and a "huge lump" at the gonial angle. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The hcp additionally reported injecting the patient with 1.0cc per side in the mandible with juvéderm® volux¿. One week post injections, the patient experienced ¿extreme swelling lump.¿ approximately one month later, the patient was treated with ¿rx cephalexin.¿ the symptoms have resolved ¿for the most part 95%.¿

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a2, a3a, a5, b2, b3, b5, c1, d4, d6a, h4, h6, h8.